Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, the device objective lens adhesive section was found peeling off, and the adhesive joint of the illumination lens was also found peeling off. The root cause could not be identified. Based on the results of the investigation, the suggested probable causes were due to some kind of stress such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was observed that during the device evaluation, the duodeno videoscope objective lens adhesive section was found peeling off, and the adhesive joint of the illumination lens was also found peeling off. There was no patient involvement.